Manufacturer narrative:
Foreign material was discovered in the device at estimation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device had air/water flow issues from the air/water flow system. The device was returned to service where estimation found foreign matter. There was no harm or user injury reported due to the event. This report is being submitted for the reportable malfunction of foreign matter found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter was in the nozzle. The foreign matter was unable to be identified. It was also confirmed that the nozzle was not deformed. There were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.